Event description:
Procedure: lap gastric bypass. According to the reporter: as reported by sales rep, room staff had just opened up the autosonix ultrashears, and this was the first application during the case. Dr. (B) (6) was using the ultrashears to cut/dissect through some fatty tissue when the metal portion of the jaw simply bent and fell off when the energy was activated. The autosonix generator was on the proper settings. The tip dropped into pt, but was recovered. There was no tissue damage or pt injury reported. The broken tip was removed from pt, and another ultrashear was opened for continuation of the case.

Manufacturer narrative:
(B) (4)